Manufacturer narrative:
G4 - PMA/510 (k) - n/a (class I device). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Uropartners had a bigopsy for biopsy in the urinary tract today that would open, but wouldn't close. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.